Manufacturer narrative:
The country of origin is (B)(6). The meter was tested and the display was responsive and measurement was possible. The qc results are within range for both levels. However, the small black lines were confirmed locally and found to slightly cover the result. The meter was returned for further investigation. A test strip measurement was performed to get the patient result, an optical investigation of the housing interior was performed, a display functionality check was performed and the meter beeped when powered on but the display had numerous rows of black pixels, the display was removed and replaced with a retention display assembly, where the meter performed as expected. The issue was found to be caused by the meter display assembly.

Event description:
The initial reporter complained of a display issue with accu-chek inform ii meter serial number (B)(4). The display issue complained about could cause results to be misinterpreted. The customer observed that the display was unresponsive to touch and could not be used. The customer also observed black lines on the display and thought that the meter was likely dropped, causing the lines and the display to be unresponsive. They could not press any keys on the meter and felt the lines were not in a position that would cover or obscure the results.